Event description:
It was reported that the asymptomatic patient presented in clinic for a post implant check. The atrial lead exhibited noise and multiple auto mode switch episodes which appeared to be inappropriate. The noise was reproducible with movement. The device was reprogrammed and the noise was noted to be sensed less frequently. No patient symptoms were reported and would continue to be followed up.